Event description:
Falsely confirmed advia centaur xp (B)(4) results were obtained on samples from three patients when the customer performed confirmatory testing. The patient samples were (B)(6) and the results confirmed (B)(6). The results were considered discordant when compared to repeat sample test results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp (B)(4) confirmatory results.

Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory result is unknown. A siemens field service engineer (fse) visited the customer site and found no issues that would have contributed to the discordant advia centaur xp (B)(4) confirmatory results. Quality controls were within acceptable limits. The instrument is performing within specification. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."